Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an adjustment on the thursday prior to the report, an he was feeling stimulation on the left side, but not on the right side. The patient would like to have stim on the right side. The patient was redirected to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.